Event description:
A report was received per social media that the patient was experiencing inadequate pain relief and could not walk nor lay flat on the back when the stimulation was on.

Manufacturer narrative:
Additional information was received that the patients problem was in his back but was causing pain in the feet. The patient noted that he tried both places and neither did anything. Bsn asked patient if he has a bsc device implanted and the patient responded not anymore. No further information could be obtained from the patient.

Event description:
A report was received per social media that the patient was experiencing inadequate pain relief and could not walk nor lay flat on the back when the stimulation was on.